Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 16 mg/dl and 67 mg/dl within 10 minutes on the compact plus system. Low blood glucose symptoms were reported with these results. Customer self treated with mango juice. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.